Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system's computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that twice in the select patient task (once using nethog, once just in the patient select screen), the system became unresponsive and required a ¿ctrl-alt-backspace¿ reboot of the software. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: a software analysis was completed. Through a known anomaly determination methodology, it was determined that the reported issue was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis results became available for the computer that was returned. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen. The analyst was able to select patient exams normally in the cranial and ear, nose & throat (ent) programs. No unresponsiveness was observed in any of the installed applications. There were no errors in the other tests that were run. No fault was found with the returned computer. If information is provided in the future, a supplemental report will be issued.